Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump because charger was not available, so technical support provided pump reset information and ultimately malfunction code did not recur. Customer may continue to use the pump.